Event description:
Monitor-resetting itself. Central stations unable to pull up alarm history-system displayed time out message "event not available". Incorrect time displayed on monitors in ccu and ICU as a result of ER monitor malfunction. Various problems noticed when discharging pts from central. Central stations locking up while retrieving vital signs after new software was installed. Various arrhythmia calls made at central station that conflict with what nursing staff saw. Add'l serial nos: j4se1317g, h4se1200g, j4se1306g, h4se1283g, h4se1285g, j4se1320g, j4se1335g, j4se1336g, h4se1278g and central station monitor serial nos: k4kf0023g and k4kf0028g.